Event description:
Reference number (B)(4) event occurred in saudi arabia. It was reported that patient faced bent cannula event on (B)(6) 2026. The insertion site was abdomen. The infusion set was in use for one day. The blood glucose level was high and treated via pump. No further information available.